Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, an intuitive surgical, inc (isi) clinical sales representative (csr) reported that the patient coded while the port site was being closed towards the end of the case. Chest compressions were performed and the patient was given oxygen and was resuscitated. The surgeon converted to an open procedure and an unspecified amount of bleeding was noted from the inferior mesenteric artery (ima). The surgeon suspects that chest compressions caused the ima to bleed as he did not believe the ima was bleeding prior to closing. However, at this time, it is unknown when the bleeding actually started and if the bleeding might have caused or contributed to the patient coding. Additionally, the patient received a new unspecified medication that may have caused the patient¿s heart to stop. On (B)(6) 2022 and (B)(6) 2022, isi received additional information about the complaint: the robot was undocked and the event occurred as the surgeon was closing the port site. Although it was also reported that a vessel sealer extend (vse) instrument was used during the case to transect the ima, there is no allegation from the surgeon that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The surgeon believes the cause of the intraoperative complication may be attributed to the patient coding towards the end of the case. The case was converted to open to control the bleeding and the patient was admitted to the ICU with prolonged hospitalization.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication is unknown. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. The vessel sealer (vs) logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: no errors were found in the logs throughout the duration of this procedure. The vs instrument was used for approximately 28 minutes without issue. No image or video clips for the reported event were submitted by the customer for review. A review of the site's complaint history identified no other complaints related to this product/event. This complaint is reportable due to the following: during a da vinci-assisted sigmoid colectomy, it was alleged that the patient began to code during port site closure towards the end of the case. Resuscitative efforts were administered and the surgeon converted to open to surgery to control bleeding from the ima. At this time, the cause of the intra-operative complications is unknown.